Manufacturer narrative:
Results: clamping mechanism and yoke. Evaluation summary: one atw45 device was returned open, in good visual condition and with no cartridge loaded. No functional test could be performed as the clamping mechanism was noted to be damaged. When disassembled, the yoke - where engages with the closure tube-is damaged. However, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that during a laparoscopic anterior resection, the device was extremely difficult to close. Another device was used to complete the case with no patient consequence.